Event description:
It was reported patient received inappropriate therapy and received alert for possible high voltage circuit damage. After interrogation all parameters were found to be ok. No programming changes were made. Patient was in stable condition after event. Device remains implanted.

Manufacturer narrative:
The reported field event of inappropriate therapy was confirmed in the laboratory and caused by noise. The cause of the noise could not be determined. The reported field event of output anomaly alert was confirmed in the laboratory via review of device image. The device was tested on the bench and automated testing equipment, and no anomalies were found. The cause of the output anomaly alert remains undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.